Event description:
It was reported weeks after an unknown procedure, the device was sitting in the or in a red bag. The note stated that the jaws would not open. The device appears to be clean. There is no other information available and no or contacts provided. No patient consequence was noted.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the open position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the remaining three clips; pear shaped clips were released. It is known from the history of the device that the advancer bypass condition may cause the jaws to remain closed. However during functional testing the jaws closed and open properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).